Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles and patient passed away on (B)(6) 2022 issue related to a CPAP device's sound abatement foam. Medical intervention was not specified. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes the device did not cause or contribute to a serious injury or death. After the first attempt to have the device and components returned for evaluation and investigation, the customers wife responded that the patient passed away, and after death I gave device to a friend who had not received replacement and was in need of one. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
In previous MDR, section b1, b2 and h1 was not marked correctly. The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 has been reflect as death. Section h6 health impact code has also been updated to reflect the death.